Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to a cerebrovascular accident (cva). The patient had a recent cva and the family decided file comfort care. Autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Section a2: patient age unknown. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that a computed tomography (CT) of the head showed catastrophic intracranial hemorrhage with subarachnoid and intraventricular intervention. The patient was pronounced a "stroke code" by neurology. The device operated as expected. The death was thought to be therapy related. The patient was being bridged with enoxaparin for low international normalized ratio (inr) of 1.6. Wafarin had recently been very labile.